Event description:
On (B)(6) 2026, senseonics was made aware of a user's hypoglycemic event. The sensor glucose (sg) reading was 134 mg/dl while a confirmatory fingerstick blood glucose (bg) value was 41 mg/dl. Review of the data management system (dms) confirmed these values and showed that the sg reading did not fall below the user's low alert threshold of 85 mg/dl; therefore, no low glucose alert, audible alarm, or vibration was triggered. The user experienced symptoms of hypoglycemia and self-treated the event with assistance from his wife, who provided yogurt, resolving the episode without medical intervention. The user's healthcare provider is not yet aware, and follow-up was advised.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.